Manufacturer narrative:
Field date rec¿d by MFR has been updated to 10/18/2019 as the original entry of 10/18/2020 was made in error.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed that there was no arcing, thermal damage, or other energy related issues observed during the procedure. Updated MDR fields: updated with patient demographic information provided. Relevant tests/laboratory data and other relevant history: updated with patient information provided regarding patient medical history and testing. Method codes were updated to include code 4111 as information was obtained via follow-up.

Manufacturer narrative:
(B)(4). Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument and performed a device evaluation. Failure analysis confirmed/replicated the initial complaint that the permanent cautery hook was stuck in a bent position. The instrumentâ¿¿s yaw pulley was found to be stuck due to charring/localized melting (thermal damage), which prevented movement of the instrument's distal end. Additionally, the instrument was found to have failed the electrical continuity test. The conductor wire cap was removed and the conductor wire weld location was found to have incurred thermal damage, which was also found on the yaw pulley (as noted above) and the conductor wire cap. Furthermore, the conductor wireâ¿¿s insulation was found to have been damaged near the weld location. This complaint is being reported because damage to the weld or conductor wire within the instrument could lead to unintended electrical discharge at a location other than intended. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. The following was found during the device evaluation, but is not related to the reportable finding: the instrument was found to have a derailed yaw cable at the distal end, which may also contribute to non-intuitive yaw motion. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. This reported issue occurred on the instrument's first usage and, therefore, had not expired. Date of implant is blank because the product is not implantable. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a permanent cautery hook instrument was stuck in a bent position. The surgeon was unable to articulate the permanent cautery hook instrument, but was able to remove it without issues. The procedure was completed with a backup instrument after a delay of less than 15 minutes and there was no reported patient harm, injury, or adverse outcome.